Event description:
Customer's wife reported hospitalization due to diabetes ketoacidosis. Caller stated that customer had bent cannulas. The blood glucose reading at the time of the event was 655 mg/dl. Hospital treated with IV fluids and insulin drip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.